Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a orchidopexy, clip applier was put through the trocar and a plastic piece of the trocar fell into patient cavity. The piece was removed from the cavity during the procedure. Upon removal of the device from patient, it was determined that the plastic did in fact come from the trocar. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a orchidopexy, clip applier was put through the trocar and a plastic piece of the trocar fell into patient cavity. The piece was removed from the cavity by laparoscopic grasper and complete the procedure. Upon removal of the device from patient, it was determined that the plastic did in fact come from the trocar. No patient injury. Patient status: fine.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the trocar, envelope seal, cannula and stopcock were intact. The circular seal was cut. The obturator and expandable sleeve were not received. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a orchidopexy, the clip applier was put through the trocar and a plastic piece of the trocar fell into the patient cavity. It was reported that x-ray was performed to locate the component. The piece was removed from the cavity by laparoscopic grasper and the procedure was completed. Upon removal of the device from the patient, it was determined that the plastic did in fact came from the trocar. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.